Event description:
Physician reported left side intracapsular implant rupture. Ultrasound has been performed. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified a broken device with red particles in the surface of the shell. Device labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.